Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, during an orthopedic procedure, the tip of the inner shaft for the dynamic hip screw(dhs) coupling screw broke off. The tip was retrieved and the surgery was completed successfully. It is unknown if there was any surgical delay. Patient consequence is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 338.31; synthes lot # 4615515; supplier lot # na; release to warehouse date: 29aug2003; manufactured by synthes brandywine. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: it was reported that on (B)(6) 2018, during an orthopedic procedure, the tip of the inner shaft for the coupling screw broke off. The tip was retrieved, and the surgery was completed successfully. Broken flow. Visual inspection: upon visual inspection, the complaint condition was confirmed, as the entire threaded distal portion of the connecting screw was broken off and was also returned. Does the received condition agree with the complaint description? Yes. Was the cause of the issue determined to be use error, misuse/abuse, non-compliance, post-operative trauma? The returned connecting screw is over 15 years old, and there is no clear indication that the complaint condition occurred due to misuse. Dimensional inspection (ca215p): according to the associated connecting screw shaft drawing, the non-threaded portion of the tip is intended to have a diameter ranging from ø3.97 to 4.05 mm, and it was measured to be ø4.01mm (conforming). Document/specification review: relevant drawings were reviewed and no product design issues or discrepancies were observed. Material review or hardness review: DHR review indicated that the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Was the complaint confirmed? Yes. Investigation conclusion: although a definitive root cause could not be determined, it is likely that the complaint condition occurred due to the cumulative effect of routine use during its 15+ year lifespan. It is also possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.